Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient applied a new pod.